Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported having severe tmj symptoms which are continually getting worse. The patient is unable to chew, has audible popping on the left side of the jaw and tightness/pain level 7 on the right.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.